Event description:
During a percutaneous transluminal angioplasty there was a balloon rupture. There was moderate calcification and no vessel tortuosity seen. No other information available regarding the target lesion. There were no anomalies noted during product inspection or when prepping device. An indeflator was use for inflating balloon, however, the report indicated that at about 8atm the balloon ruptured. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and exchanged for another balloon to end procedure successfully. There was no adverse consequence to the patient. This product will be return for evaluation and testing.